Manufacturer narrative:
(B)(4). As the device was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The patient passed away on an unreported date. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if pd therapy was ongoing at the time the patient passed away. It was not reported if pd therapy with a homechoice (hc) device was being performed prior to or at the time of death. It was not reported if pd therapy with a baxter solution was being performed prior to or at the time of death. The cause of death was unknown and it was not reported if an autopsy was performed. Additional information was requested, but is not available.